Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance on the right ventricular defibrillation lead. This observation was made one day post implant. The physician elected to invasively evaluate the device, and discovered a loose setscrew. The setscrew was tightened, which resolved the out of range impedance. To date, there have been no reported patient symptoms associated with this clinical observation.